Manufacturer narrative:
The controller was returned; various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the controller revealed no signs of physical damage or contamination. Review of conformance material record confirmed that the controller met all requirements for release. The controller was confirmed to be non-functioning and was sounding a high-priority alarm. Further analysis found the root cause to be a faulty electrical component in the controller. An internal investigation (CAPA) has been opened to address the issue.

Event description:
Ten days post bivad implantation, the nurse heard the patient¿s rvad controller alarming loudly with a high priority alarm. Additionally, she noted that the controller screen was blank. The monitor also confirmed that the pump had stopped. The nurse performed a controller exchange, and the pump started immediately. The patient was reported to be stable throughout the event.

Manufacturer narrative:
The product has not yet been returned for evaluation. Additional information will be submitted within thirty (30) days of receipt.